Event description:
It was reported that the tip is twisted and damaged. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The conducted investigation with the manufacturing and material documents showed that the screw driver has been manufactured according to specifications. Based on this result we do not see any failure from the side from the manufacturer. It cannot be deduced the real cause for the damage. Based on the wear on the tip, the sides are about 1mm broken and worn out; it can only be assumed that the instrument has been used for a while under hash conditions. A review of the device history records has been requested.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing documents were reviewed and no complaint related issues were found.